Event description:
The harmonic shears were being temperamental. Every few seconds it had to be removed due to the error message #5 showing up on the machine. It said that handpiece needed to be tightened and tips cleaned. The scrub tech washed the tips each time with room temperature saline. She tightened the tips with the accompanying wrench. These things only solved the problem for a few minutes. I called the ethicon representative to talk to him about the issue with the harmonic. He said he is aware of the issue. He offered a couple of suggestions to physician. Also, he said to send the handpiece to biomed and they would return it to for a replacement. I opened another handpiece for the doctor and he used that with no issues for the rest of the case.